Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post right ventricular (rv) lead implant, pericardial tamponade was suspected. Resuscitation was attempted but the patient passed away on the same day.